Event description:
Per customer: "the device does not charge. We diagnosed the fault in a defective power board. The connector connecting the filter board is loose, it is badly soldered to the pcb board. The power board will be replaced with a new one. Faulty power board we sending to (B)(6)." No patient issues were reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not sent to france for investigation, as repairs were carried out locally. The complaint reported that "the device does not charge. We diagnosed the fault in a defective power board. The connector connecting the filter board is loose, it is badly soldered to the pcb board. The power board will be replaced with a new one. Faulty power board we sending to brézins" the replaced spare part was returned back to brézins for investigation. Upon visual control, it was found that the connector j5 was ripped off, so no cross tests could be performed. Also, the power board was received without its bracket. Therefore, the damaged supply board cannot be examined. The damaged connector is for 220 volt ac power sources. The reason for the failure is most likely due to improper handling or dropping the device which would have broken this part. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.